Event description:
Information received indicates while performing a preventive maintenance check, the technician tested the ground resistance and found it out of range due to a loose ground pin on the power cord.

Manufacturer narrative:
The technician replaced the power cord to repair the bed.